Manufacturer narrative:
Investigation results: summary: as no sample nor lot number were provided for evaluation by our quality engineer, a complete investigation could not be performed. Examination of the product involved may provide clarification as to the cause for the reported failure. Inspections and tests are performed during the manufacturing process to prevent faulty product. Since a sample/lot analysis could not be performed, a definite cause could not be determined for this incident. Conclusion: the customer refers problems when the injector is attached to the tube. However, no pictures, no sample and no lot are available for investigation. Root cause: it is not possible to confirm the claimed defect based on the information received. As the lot is unknown, DHR and retained samples cannot be checked. It is recommended to follow the instructions explained in the IFU.

Event description:
It was reported that a bd phaseal¿ injector luer lock n35d became disconnected while administering chemotherapy to a patient. There was no report of exposure to mucous membranes, serious injury, or medical intervention.